Event description:
It was reported that following a device system replacement (refer to manufacturer report #3004209178-2013-08099); the pump was filled with gablofen and morphine. The morphine was turned down at the replacement. Following the surgery, the health care provider (hcp) had been turning up the patient sometimes twice a week trying to get her back to a good effect but had not been successful so far. The hcp had increased the patient as much as 50% and there was no relief. The patient came in for a refill on 2013 (B)(6) and at that time the hcp was going to change out the medication in the patient¿s pump so she could put her back on her previous baclofen dose and concentration and was going to increase the morphine. It was noted the increases weren¿t working because when the morphine was turned up the gablofen also got turned up which made the patient¿s legs weak. The hcp was unable to change out the medication that day because, she discovered that the patient¿s pump was flipped. It had a very large seroma over the pump and was extremely swollen. The patient did not want the hcp to try and flip it externally. The patient was referred to another hcp again to have the pump pocket revised due to the flip. After the surgery, the hcp was going to change the concentration and dose back to what it was prior to the surgery, the same settings the patient had for ten years. The patient had not yet had surgery and the reporter did not know what date it had been scheduled for. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).